Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the contrast ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 01-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2018 with the following findings: during investigation, the contrast button was intermittently responsive. All other keypad buttons were responsive to user input. No physical damage was found to the keypad. The keypad was removed to find contamination under the contrast button contact. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad to the seal.